Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 84 to 300 mg/dl. Customer observed symptoms of excessive thirst adn frequent urination. Blood test performed fasting on (B)(6) 2015 at 11:15am with test result of 561 mg/dl. Medical intervention due to meter's results and observed symptoms is required. Blood glucose test performed with hospital's meter and test result was 344 mg/dl. Customer is being administered insulin at the hospital in order to decrease blood glucose levels. Currently taking insulin to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. (B)(6).

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 84 to 300 mg/dl. Customer observed symptoms of excessive thirst and frequent urination. Blood test performed fasting on (B)(6) 2015 at 11:15 am with test result of 561 mg/dl. Medical intervention due to meter's results and observed symptoms is required. Blood glucose test performed with hospital's meter and test result was 344 mg/dl. Customer ID being administered insulin at the hospital in order to decrease blood glucose levels. Currently taking insulin to manage diabetes. Verified storage of product is within instructed spec. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 561 mg/dl, (B)(6) 2015, 11:15 am; 2: 101 mg/dl, (B)(6) 2015, 07:30 am; 3: 330 mg/dl, (B)(6) 2015, 08:30 pm; 4: 197 mg/dl, (B)(6) 2015, 03:33 pm; 5: 560 mg/dl, (B)(6) 2015, 11:46 am.

Manufacturer narrative:
(B)(4). Product not yet evaluated.